Event description:
The customer contacted baxter's technical service center to report high drain 101 alarm on the homechoice (hc) machine after use. The registered nurse (rn) stated that the high drain 101 alarm occurred when powering on the hc. The rn stated that the home patient (hp) did not feel overfilled. The baxter technical service representative (tsr) would swap the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional testing but the device passed homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was false empty detect at initial drain and I-drain alarm volume was met.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.